Event description:
As reported by the edwards field clinical specialist, during an open surgical case in mitral position, after the initial delivery system and valve were prepped and valve was deployed, it was found that the delivery system had a leak in the balloon, possibly due to the surgeon using forceps to position the valve in the mitral position. A second delivery system was prepped and used to finish fully expanding the valve into the mitral position. There were no other complications. Device was discarded.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. The complaint for delivery system balloon leak was unable to be confirmed as no procedural imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, it is possible that mishandling the device during procedure may have caused damage to the balloon. Per event description, it was noted that the user used forceps to position the valve in the mitral position. Attempt to position the valve using sharp tools (e.g. Forceps) may have inadvertently produced the damage to the balloon, causing leakage as reported. As such, available information suggests that procedural factors (mishandling device) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.